Event description:
On cardiac pt with multiple drips, co screen went blank. Power cord plugged in, shut machine off then on, then restarted drips, no other problem with mini-med. Lp-10 charged but would not defibrillate on pt when he went into ventricular fibrillation. Pt was successfully defibrillated with crash cart defibrillator at bedside in less than ten seconds. Lp-10 was defibrillated on measured discharge machine with morning preflight check, measured within normal limits post flight and was easily discharged with appropriate amount of joules.